Manufacturer narrative:
Unit passed displacement test and self test. Unit received unexpected battery power loss, failed sleep current measurement and active current measurement due to corroded battery tube and corroded electronic assemblies. Monitored unit for 2 days, no device heating noted. No unexpected alarms noted during testing. Peeled off keypad overlay and no damage noted on keypad traces. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was overheated. The customer stated that, that, the insulin pump got hot in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.